Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: the report from hospital say: during the use of the ventilator, it indicates that the speaker is malfunctioning.